Event description:
This is the first of two reports (same user facility, same problem, same product ID, product quantity=2). This report is in regards to skull clamp #1. The torque knob assemblies were not functioning properly; possibly only 60 lbs. On the torque screw. There was no incident reported. No patient injury and no delay in surgery. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.